Event description:
Noted increase in surgical wound infection. Common suture was discovered to be used on multiple pts that had infection. Or suture culture: (1) inside suture packet - negative. (2) suture (itself) "coag negative staph isolated".